Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The grips opened and closed fine when input discs were manually rotated. The drive cables were not damaged. Engineering also found various scratch marks at the distal end showing light material removal. The scratches were .070 - .120 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical fenestrated bipolar forceps instrument jaws were not opening. No patient harm, adverse outcome or injury was reported.